Manufacturer narrative:
Zimvie complaint number cmp (B)(4). D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number not available. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported mandibular implants placed by another oral surgeon. Patient presented to our office with peri-implantitis. Implant site infected and mobile implants were removed. Tooth #'s 22 and 27. Per indicated: surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none indicated.

Manufacturer narrative:
Following the investigation on the returned product that was performed, it was found that the device was not a zimvie product as the customer had initially reported. As a result, the prior submissions for is no longer considered reportable events by the manufacturer. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative h3 other text : summary investigation.

Event description:
No further event information available at the time of this report.